Event description:
It was reported that the patient experienced hyperglycemia after eating, with a reported blood glucose of 285 mg/dl, and the caller anticipated that glucose would trend down once connected to the ilet. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms, no escalation, and no hospitalization. Troubleshooting and education were completed during the call, and no device alerts were noted. Investigation included review of the reported event details and user feedback. Investigation of this case revealed no confirmed device malfunction or component failure based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.